Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to device entrapment may include, but are not limited to, tissue or suture caught in foot, suture tangles due to incomplete stroke of plunger withdrawal. In this case, it may be possible that interaction with the deployed suture contributed to the reported device entrapment. However, this cannot be conclusively determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a proglide device with a 7f sheath. Reportedly, after the proglide was deployed, the device was unable to be removed from the anatomy. Therefore, a vascular surgeon was called. By deliberately manipulating the device, it was able to be removed. The suture remained in place and was able to successfully achieve hemostasis. No additional information was provided.